Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, the patient experienced a hypoglycemic event. The patient stated the receiver was stuck on the initialization screen on (B)(4) 2018. The patient had not been using the receiver because of the issue and on (B)(4) 2018 the patient stated their blood glucose went under 20mg/dl and was found unresponsive by an individual. The ambulance was called and transported the patient to the hospital where they were treated for hypoglycemia. At the time of contact, the patient was in stable condition. There was no allegation against the device as the patient was not wearing it at the time of event. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.